Event description:
It was reported that high impedances were recorded on the patient's lead. As result, the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.